Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the device was returned and reported that the tip broke off while grasping a screw for removal. This condition is confirmed; the circular distal tip of one of the arms has broken off and was not returned. It is likely that four years of consistent use and possible rough handling has led to this complaint condition. The balance of the returned device is in otherwise fairly good condition with little visible wear. The design drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a scheduled removal of hardware for a distal femur, on (B)(6) 2015, a screw forcep instrument broke into pieces intra-operatively. The tip broke off while grasping a screw for removal. The fragment generated was easily removed and no fragments remained in the patient. A 2-3 minute surgical delay was noted. No additional intervention was required. The procedure was completed successfully. This complaint involves one device. Originally patient sustained a distal femur fracture with a bone void in the medial distal femur just above the condyle. As part of the treatment plan, surgeon plated the fracture with a 4.5mm va lcp distal femur plate along with an unknown amount 5.0mm locking screws and 4.5mm cortex screws on an unknown date with the intention of placing bone graft after the patient reached a certain level of healing. Surgeon re-evaluated the patient at a later date and decided to make a change to the operative treatment plan. Surgeon believed the patient would be better suited with placement of an intramedullary nail. Reamer/irrigator/aspirator (ria) was used to collect bone graft to fill the bone void and patient was revised to a retrograde nail and bone graft with removal of the distal femur plate and screws. There was no reported issue with the plate and screws. There was no reported non-union, malunion, migration or shifting of the plate. Surgeon believed placement of a nail would provide the patient with more stability. This report is 1 of 1 for (B)(4).